Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (372 mg/dl). Customer treated elevated bgs by administering a correction bolus. Customer believes that bgs were elevated due to the holidays and pump settings. Customer will discuss settings with their healthcare provider.